Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Strike plate broken in targeting device during surgery. Another item was used instead. Case was completed as originally planned.